Manufacturer narrative:
Follow-up #1: date of submission 03/16/2017. Device evaluation: the device has been returned and evaluated by product analysis on 02/25/2017 with the following findings: review of the black box data revealed call service alarm 078 recorded on (B)(6) 2016. On investigation, the pump was powered on and rewind, load and prime sequence successfully completely. The pump was exercised for 24 hours without duplication of the alarm. Investigation did not duplicate the complaint. Unrelated to the original complaint, there was evidence of moisture inside the pump on the motor connector pins, the battery compartment was noted to be cracked and the display was noted to be dim/faded/discolored. (B)(4).

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a call service alarm (cs 078) issue. This complaint is being reported because the issue may result in a long term cessation of insulin delivery if the user is unable to resolve the alarm. There was no indication that the product caused or contributed to an adverse event.